Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable infusion pump. Indications for use included non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the healthcare provider (hcp) ¿messed up¿ when they ¿put it in.¿ on (B)(6) 2009, the patient was nauseated and vomiting post- implant. The patient was sent home and within 2 days, the patient¿s head started to hurt; she had photophobia; and the patient knew it was a spinal headache. They could hardly move after 2 days, and became photophobic and could not move at all because it got worse. The patient called the hospital and told them and per the patient the healthcare provider stated ¿that wasn¿t possible.¿ the patient took an ambulance to the hospital ER 2 days later because she couldn¿t move. A spinal fluid leak was diagnosed. The patient had a blood patch at a different hospital and had to take an ambulance to get there. The patient stayed in the hospital several days prior to the blood patch. This was reported as a sudden onset.